Manufacturer narrative:
The abbott field service representative (fsr) was dispatched to troubleshoot the issue. Dripping was observed from cuvette wash nozzle 1 (high concentration waste nozzle). Upon closer inspection, the dripping nozzle appeared to be caused by clogged tubing (connected to nozzle 1) the fsr cleaned several parts to resolve the dripping nozzle. The fsr then checked the cuvette washer performance and determined it was washing correctly and there was no dripping from the cuvette wash nozzle. There have been no additional discrepant or erratic results observed. The customer stated they have observed clogging at the high concentration waste nozzle since the introduction of enzymatic creatinine assay. As a result, the customer is cleaning the associated waste pump tubing with bleach as a monthly preventive maintenance procedure. There has been no additional clogging of the waste tubing observed by the customer. A service ticket review for architect c4000, serial (B)(4) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the parts associated with this complaint revealed no systemic issue or adverse trends associated with the parts or the issue described in this complaint (erratic / discrepant results). The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results. The issue was resolved by the abbott field service representative through standard troubleshooting procedures which includes cleaning / removing obstruction from tubing and connections. Based on the evaluation, the architect c4000 analyzer is performing acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a depressed sodium of 118 mmol/l on a patient sample that repeated 138 mmol/l using the architect c4000 analyzer. No specific patient information was provided. No impact to patient management was reported.